Manufacturer narrative:
H.3 eval summary analysis did not confirm the telmetry anomaly observed in the field. Preliminary and additional analysis, including thermal and mechanical stressing, found the device to function within normal product specifications.

Event description:
The device could not be interrogated. The pt was last seen for fu 6 months ago. St. Jude technical services discussed turning the power off and then interrogating, removing sources of emi, using another wand, and repositioning the wand; however, the rep was still unable to interrogate the device. The cardiologist wanted to replace the device because there was no specific reason why the device could not be interrogated previously despite the fact that at pre-op a st. Jude rep was able to interrogate the ICD without problems.